Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on in manual mode and was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an incorrect configuration causing the device to remain in manual mode only. It could not be firmly established what caused the incorrect configuration. The device was reconfigured to semi-automatic mode to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.